Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Upon return of the equipment, an unrelated device malfunction of the electrode belt was detected that did not cause or contribute to the patient's death. The device was still able to deliver 7 shocks as outlined in. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to undergo incoming testing. The cause for the failure was isolated to a hole in heat shrink insulation over the rear pulse wire, which prevented incoming testing. The cause for the heat shrink hole was a sharp point in the solder connection. The root cause for the sharp point in the solder connection was unable to be positively identified. The hole in the heat shrink did not cause or contribute to the patient's death. Device manufacturer date: monitor: 12/31/2015. Electrode belt: 12/31/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. It was reported that the wife was present with the patient at the time of passing and reported that the device was alarming. The patient collapsed in the bathroom and was unresponsive. Ems were called and transported the patient to the hospital. Resuscitation efforts were attempted. The patient's passing was cardiac related.   It was also reported that the patient experienced a treatment event consisting of 7 shocks. The lifevest delivered appropriate treatments one, two, and three at 16:57:21, 17:00:18, and 17:01:03 respectively. The patient's rhythm was ventricular fibrillation (vf) at the time of all 3 treatments, but the treatments were unable to convert the arrhythmias.  The post-shock rhythms for the first 3 treatments, was vf. The patient experienced a fourth appropriate treatment at 17:01:37 when the patient's rhythm was vf. The patient's post shock rhythm was an idioventricular rhythm at 35 bpm. The patient received two inappropriate shocks in response to oversensing of low amplitude cardiac signal. The patient experienced inappropriate treatment events five and six at 17:02:06 and 17:02:55, while the patient's rhythm and post-shock rhythm was an idioventricular rhythm at 35 bpm. The patient experienced an inappropriate seventh treatment at 17:14:50 when the patient's rhythm was an idioventricular rhythm at 25 bpm with long pauses and the post shock rhythm was an idioventricular rhythm at 10 bpm. The patient was in slow vf with low amplitude cardiac signal degrading to asystole from approximately 17:27:49 until the device shutdown at 17:29:36 on (B)(6) 2020. Low amplitude cardiac signal prevented the lifevest from treating the patient at 17:27:49. The amplitude of the vf reduced to almost asystole levels and the fundamental frequency slowed to less than 2.5 hz, which is the equivalent of being under 150 bpm, vf default settings are at 200 bpm. The patient passed on (B)(6) 2020.